Event description:
It was reported that this patient just had a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted a few days ago. While lying in the hospital bed the patient received a shock. Technical services reviewed the device data and determined the s-ICD delivered an inappropriate shock due to t-wave oversensing. The shock did convert the arrythmia. Ts discussed reprogramming options. At this time, the system remains in service. No adverse patient effects were reported.